Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose of the patient is 445 mg/dl. The customer experienced symptoms such as feels tired. Customer treated with insulin pump. The customer state that auto mode feature was inactive. The customer state that no air bubbles are present along the tubing length and customer reports insulin exited at the quick release. The insulin pump will not be return for analysis.